Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation. The lv lead vector and threshold were reprogrammed and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg biv, ICD, implanted: (B)(6) 2011. (B)(4).